Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during an angiography of the leg, the tip of the hydrophilic wire got caught inside the catheter and it stretched the hydrophilic coating. A piece of the stretched material broke off inside the catheter and everything was removed from the patient. There were no adverse effects and additional procedures reported. A new device was used to complete the procedure.